Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry for if the cause of the stimulation starting to go really fast had been determined, the patient replied ¿unknown,¿ and in response to what most likely caused or contributed to the issue (use error, device settings too high/low, change in activity level,) the patient replied none of the above. The patient stated they stood up from a sitting position and the stimulator went ¿wild, extremely fast.¿ the patient said that ¿yes,¿ the issue had been resolved, noting they¿d contacted their hcp about the issue but that they had no response and had made no appointments.

Manufacturer narrative:
H6: device code a01 was omitted from the previous report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry for if the cause of the stimulation starting to go really fast had been determined, the patient replied ¿no,¿ and in response to what most likely caused or contributed to the issue, the patient replied ¿unknown¿ and that all they ¿did was stand up from a sitting position.¿ the patient stated ¿no,¿ the issue had not happened again, and that ¿yes ,¿ the issue had been resolved. The patient stated that ¿yes,¿ they had contacted their managing health care professional (hcp) about this issue but they had no appointment dates to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday the patient (pt) states they were doing absolutely nothing and were resting with their legs up. Pt states when they went to stand up and started walking a few steps, the modulator starting going very fast. Pt states it felt like a nonstop, hypersonic, heartbeat. Pt states it went on for hours and they couldn't get a hold of anybody. Pt states they felt this sensation in their vagina. Luckily this morning the sensation finally started to die down and is now back to normal. The patient was redirected to their healthcare provider to further address the issue and was sent quick guides and youtube video so pt has information on how to turn stim off if this ever happens again.